Event description:
According to the reporter, hosp personnel responding to a code pulled the ac cord from the device to move it to the patient bedside, pressed the on button to power on the device, but the device wouldn't power up until the ac cord was reconnected. There were no reports of any adverse effects as a result of the device use.